Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. The insulin pump was also received with scratched case and pillowing keypad overlay. No damage or moisture damage on keypad assembly noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to press. The customer's blood glucose level was 150 mg/dl. The customer also reported that the insulin pump looked puffed out. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer reported that the insulin pump was exposed to high altitude as they had gone up a mountain. The customer stated that the keypad was puffed. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.